Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one crosser cto recanalization catheter was returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows one partial crosser catheter with an unknown guidewire loaded over it. The second and third photo shows the bunching of catheter till the distal tip end. Based on the photo review retraction problem can be confirmed. During visual evaluation the transducer handle was missing and not returned for evaluation. The catheter had break bunching and the marker band was not present. It was apparent, the damage was caused by forceful retraction. During functional testing the guidewire was slowly retracted from the crosser catheter. It was examined under magnification, and it was noted the it had a bend on the distal tip. It had blood residue and blood chunks on the portion that was within the crosser. Therefore the investigation remains confirmed for retraction problem as bunching, break, fracture, marker band not present can all be considered as incidental due to retraction issues and failure to advance remains inconclusive. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2021).

Event description:
It was reported that during a recanalization procedure, the catheter was allegedly stuck in the occluded lesion. It was further reported that the catheter was damaged due to the force applied to remove. There was no reported patient injury.